Manufacturer narrative:
The cartridge was not returned to animas. There is no investigation necessary. Cartridges with lot # b201576 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge.

Event description:
The reporter, the pt's mother, reported the insulin cartridge was leaking into the pump cartridge compartment and there were bubbles in the tubing and cartridge. The pt did not have any high or low blood glucose levels or experience any symptoms. There was no adverse event associated with this issue.